Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was observed that the implantable cardiac monitor exhibited intermittent undersensing recorded as pause episodes. The patient will continue to be monitored. No patient consequences were reported.